Manufacturer narrative:
Other text: device evaluation: one pump was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed an occurred of a "cassette not attached properly" alarm. The reported issue was not duplicated during functional testing. The downstream occlusion sensor was replaced as a preventive measure. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device indicated the cassette was not properly attached. The event occurred during bench test. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.